Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was unknown. Customer received software error alarm after changing her battery. Customer was advised to check alarm history and found out that there was only one software error alarm. Customer did not rewind the pump. Customer was advised to monitor the pump.